Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient retained it. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient complained of pain so the surgeon revised. A small amount of fretting was noted by the surgeon. On (B)(4) 2013 - the sales rep confirmed that there was fretting between the meridian pa stem and the head. The surgeon left the stem implanted because it was well fixed and added a sleeve and a new head and insert.

Manufacturer narrative:
An event regarding pain and fretting involving a 32mm +4 lfit v40 head was reported. The event was not confirmed. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the patient complained of pain so the surgeon revised. A small amount of fretting was noted by the surgeon. On (B)(6) 2013 - the sales rep confirmed that there was fretting between the meridian pa stem and the head. The surgeon left the stem implanted because it was well fixed and added a sleeve and a new head and insert.